Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported a patient presented with significant diffuse lamellar keratitis (dlk) one day post corneal inlay procedure. Additional information stated that the patient was seen in follow up and dlk is resolving.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the day of treatment. Log file review shows that the energy stayed stable in the expected ranges during the complete day and also no further issues can be identified. No technical problem can be identified. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).